Event description:
A customer reported getting low to negative anion gaps on 5 patients. Samples were repeated and generated higher results which brought the anion gaps up to acceptable values. The customer stated she was monitoring the ise ref valve line closely and noted that there were a lot of bubbles in the line. The customer also stated that no erroneous results were reported out of the lab. No medical intervention or change to patient treatment was associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the reference valve. The fse then primed the lines and checked for bubbles. No bubbles were noted in the system. The ise module was calibrated and qc was performed. All results were acceptable. The manufacturer reference number for this event is (B)(4).